Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a severely tortuous and moderately calcified vessel. A 5.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported.